Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing an outflow graft obstruction. An operation was performed to correct the obstruction. Following the surgery, the patient was experiencing hypotension, renal failure, and multi-organ failure. The patient and their family decided on a palliative care approach. Ventricular assist device (vad) therapy was withdrawn. Following the withdrawal of vad support the patient quickly expired.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the outflow graft (ofg) thrombus and multiorgan failure and (B)(6) could not conclusively be determined through this evaluation as no images were submitted and the product was not returned for evaluation. A specific cause for the ofg thrombus and multiorgan failure could not conclusively be determined through this evaluation. It was reported that there was a known thrombosis between the pump¿s gortex and ofg for many months. A ramping echo was done on presentation and was positive for outflow occlusion. The patient felt unwell and vad was constantly alarming. The patient had the ofg obstruction operated on to correct the obstruction. Following surgery, the patient experienced hypotension, renal failure, and further multi-organ failure. The patient and family decided on a palliation approach. Vad therapy was stopped, and the patient quickly expired. The patient expired on (B)(6)2021. The device was not explanted; therefore, the product is not available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 15feb2018. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook lists possible pump thrombosis, various forms of organ failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This IFU contains information regarding the recommended anticoagulation therapy and inr range. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: health effect clinical code: multiple organ dysfunction syndrome no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.